Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.

Event description:
It was reported that the customer received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual prime process. The customer's blood glucose was 400 mg/dl. During troubleshooting, the customer stated the drive support cap was protruded. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.